Manufacturer narrative:
Investigation summary- event details were not provided. There was no patient consequence. Multiple attempts have been made to gain clarification on this event, however, no additional information was available. The biosense webster, inc. Product analysis lab received the device for evaluation on (B)(6)2019 and it was reported polyurethane (pu) margin was damaged, allowing reddish brown material inside it. On the opposite side, there was a small open hole that allowed reddish brown material inside polyurethane (pu) margin. Upon second visual inspection on(B)(6)2019 , it was noted that the peek housing was broken, and metal parts were exposed with reddish material. The device was inspected, and the peek housing tip transition was found damage allowing reddish material inside, then during the second visual inspection, metal parts were observed exposed. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor feature was tested, and it was working properly, the force values were observed within specifications. Then, an electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, irrigation test was performed, and it was found within specifications, the catheter was irrigating correctly, no irrigation issues were observed. Then, deflection test was performed, and the catheter failed. A failure analysis was performed, and the catheter was observed under the x ray machine and the t bar was found slid down causing the improper deflection condition. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The root cause of the t bar slippage cannot be determined; however, an internal action was created to investigate this issue. The root cause of the peek housing tip transition damage is related to the t bar slippage. Manufacturer's reference # (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device 30021878l number, and no internal actions was found during the review. (B)(4).

Event description:
Event details were not provided. There was no patient consequence. Multiple attempts have been made to gain clarification on this event, however, no additional information was available. Therefore, with the information available, this event was assessed as not reportable. The biosense webster, inc. Product analysis lab received the device for evaluation on (B)(6) 2019 and it was reported polyurethane (pu) margin was damaged, allowing reddish brown material inside it. On the opposite side, there was a small open hole that allowed reddish brown material inside polyurethane (pu) margin. Upon second visual inspection on (B)(6) 2019, it was noted that the peek housing was broken, and metal parts were exposed with reddish material. The issue of reddish brown material inside the polyurethane (pu) was assessed as a not reportable event. The issue of peek housing cracked with exposed parts was assessed as a reportable event.